Event description:
It was reported that after placement of the groshong catheter, the catheter could not be flushed. After all, the catheter connector was replaced with a new connector, and then the infusion was succeed when flushing. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s) and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of unable to infuse is confirmed and appears to be related to the assembly of the device. One 4 fr groshong nxt connector and catheter assembly was returned for investigation. A 3mm segment of catheter was protruding past the strain relief. It appeared to have been intentionally trimmed prior to return. The catheter was flushed with water using a 12 ml syringe and was found to be partially occluded. The two-piece connector was disassembled and no source of occlusion was observed. The sections were individually flushed and no residual material was observed to flow out of the segments. The strain relief sleeve was removed from the distal connector. The length of the sleeve was measured and was found to be within specification. The distal end of the sleeve was observed to be compressed due to assembly. The connector was reassembled and flushed. Water was observed to flow without issue. Based on the condition of the sample returned, the likely cause of the restricted flow is catheter bunching or kinking within the connector. The product IFU states: ¿retrieve the oversleeve portion of the connector and advance it over the end of the catheter. If you feel some resistance while advancing the oversleeve, gently twist back and forth or spin to ease its passage over the catheter¿ and ¿note: if the single-lumen catheter will not aspirate and infuse immediately after connector assembly, the catheter may be kinked within the connector assembly. If this is the case, trim the catheter just distal to the connector over sleeve (clear) and attach a new connector following the previous step for proper assembly¿.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not yet received.

Event description:
It was reported that after placement of the groshong catheter, the catheter could not be flushed. After all, the catheter connector was replaced with a new connector, and then the infusion was succeed when flushing. There was no reported patient injury.